Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutdown. Additionally, it was reported that the wake button was sticking. A replacement pump was sent to resolve the issue. Customer¿s blood glucose (bg) level was 512 mg/dl to "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address bg.